Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to pass detect and treat testing. The failure was isolated to the monitor's electrode belt receptacle being damaged causing the hv pins to be bent out of place and unable to fire pulses. The root cause of the physical damage to the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.